Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s mother reported via phone call that they had a high blood glucose value of 408 mg/dl. Customer's other blood glucose value were 159 mg/dl. Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical services dispatched as a result of high blood glucose values. The customer was treated with insulin pump for high blood glucose values. The insulin pump received an insulin flow blocked alarm in the past. Troubleshooting was performed and the issue was resolved by changing the complete set. There was occlusion in 4 cannula¿s of the infusion set. Troubleshooting was declined for high blood glucose values. The reservoir and the infusion set will be returned for analysis. The insulin pump will not return for the analysis.